Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient complains of glare. The glare worsens while using the computer and while driving. Yag was performed on the left eye (B)(6) 2014. The reason for the yag was not provided. Additional information was requested but no new information was provided.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7365405) was inspected and no anomalies were found. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.